Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds and failure to capture. Rising and high impedance were also identified. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.